Event description:
It was reported that at the end of boot up, the system error 253 appears on the screen and the system was locked up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ribbon cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.